Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.

Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) academy of dermatopathology regarding sub-optimal processing resulting in very dry tissue from a protocol(s) run using peloris tissue processor serial number (B)(4).